Event description:
It was reported by the customer that they have noted a general increase in pressure injuries since purchasing the mattresses. No specific instances were reported.

Manufacturer narrative:
It was found that the gel was meeting specification and providing adequate support on the devices that were tested.

Event description:
It was reported by the customer that they have noted a general increase in pressure injuries since purchasing the mattresses. No specific instances were reported.